Manufacturer narrative:
(B)(4). Only event year known: 2018. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To clarify, when "the firing mechanism broke", did any part break off of the device? If so, did it fall in to the patient? If so, how was it retrieved?

Event description:
Product fired once after which the firing mechanism broke and did not want to fire again. There were no adverse event. Finished the operation by opening a linear cutter. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # r5846h. The analysis found that one psee60a device was returned for analysis without a cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which led the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.